Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 868 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient reported symptoms of vomiting and noted some tenderness at the pod site. Treatment during hospitalization included intravenous magnesium and insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.